Event description:
It was reported that a revision surgery was conducted in 2009, to remove broken screws from the patient. Patient outcome: no adverse effect reported as a result of this event.

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta)/procedure, a shaft break occurred. Access was obtained via the radial artery. The 70% stenosed de novo lesion being treated was located in the right coronary artery (rca). The physician implanted a 4.5x15mm non-bsc stent. To post-dilate a 4.5x15mm quantum maverick balloon was advanced, however, a shaft break occurred during advancement. The shaft broke within the guide catheter and the device was retrieved together with the guide catheter. The procedure was completed using another of the same device. There were no patient complications and the patient condition was listed as "stable".